Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support, there were not positioning issues due to patient movement. The pump was re-positioned. The patient continued on support and the patients condition was noted to be stable, but poor. Additional information noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the cause of the positioning issues most likely was due to patient movement. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28627.